Event description:
It was reported that as the physician was inserting the catheter, the cuff slid up to the hub. The physician pushed the cuff back down into place and continued with the insertion because the patient was hypotensive. The physician felt as though the catheter would be secure enough to leave in.